Event description:
Event description cpi received information that this bipolar lead was removed from service due to disoldgement. The physician tried to reposition the lead without success, he decided to use a screw-in type lead.